Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the luer lock connection became disconnected. Customer's blood glucose was 229 mg/dl. The customer changed the pump supplies to resolve the issue.